Event description:
A malfunction alarm identified as "malf 13" was reported, with no notable events occurring beforehand. There was no reported adverse impact to customer's blood glucose level. Technical support decided to replace the malfunctioning pump and confirmed the necessary shipping and storage instructions. The customer agreed to switch to multiple daily injections (mdi) as a backup therapy and acknowledged the return process for the faulty pump.